Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the manufacturing site and evaluated. It was reported that scope sheath has a gouge out of the distal tip. . Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: bent/dented- outer tube damaged, distal tip damaged -shaver damage to distal tip- holes in distal tip fiber, fibers sunken in, illumination, distal tip fiber damaged, optical system, optical components, and broken lenses in optical system. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2022, it was observed that hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device scope sheath had a gouge out of the distal tip. It was further reported that the camera head would not white balance and you get a complete red screen. The scopes lens is scratched or cracked. During an in-house engineering evaluation, it was observed that the device had a bent/dented - outer tube damage, distal tip damage - have damage to distal tip, fibers sunken in, illumination, distal tip fiber damage, defects in optical system and components and broken lenses in optical system. Another like device was used to complete the procedure. There were no adverse patient consequences or surgical delay reported. No additional information was provided.